Event description:
A malfunction occurred with the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address the high blood glucose level, the customer took corrective action by administering a correction injection via multiple daily injections (mdi). The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.